Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 63 (hardware low-level failures) and the pump keeps on beeping. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the pump error. The customer was able to clear the alarm. Troubleshooting was performed for display issues, and the customer reported a frozen display, and the buttons were unresponsive. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the self test and displacement test. No unexpected pump error 63 alarm noted during the testing. Successfully downloaded history files using thump. All button function properly. No frozen screen and no audio/vibrate anomaly during testing. Pump error 63 was present in the history download on event date of: (B)(6) 2025 18:48:24.000, (B)(6) 2025 18:58:01.000 hardware error alarm (63) hardware fault: rf chip error. Line number (B)(4), file number (B)(4). Problem isolated to electronic assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: no cosmetic damage found. Pump error 63 confirmed. Keypad/button unresponsive not confirmed, frozen screen not confirmed and audio/vibrate anomaly/absence of alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.